Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a safety needle. The customer states the needle hub was cracked causing leakage. The leak was at the needle threads when the health care practitioner was pushing the plunger. A patient was involved.

Manufacturer narrative:
The device history record (DHR) for lot 421038x indicates that there were no non conformance reports issued for this lot. There were no samples submitted with this complaint. The reported condition could not be confirmed without an actual sample to evaluate. The exact root cause could not be determined based on the limited information received. A 6m root cause analysis determined the most likely root cause to be due to over-torqueing the needle onto a more rigid coc syringe during the assembly process. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leaks and damage. The lot met all defined acceptance criteria and was released. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. The investigation did not identify a systemic issue with the product or process. It is recommended the user consults the instructions for use for guidance when attaching the device. If information is provided in the future, a supplemental report will be issued.